Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor exhibited intermittent undersensing r-waves. The patient would continue to be monitored. No intervention had been reported, the device remained implanted.